Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, resistance was encountered during insertion, and the sheath was noted to be bent. The balloon was forcefully advanced, and rupture occurred within the sheath prior to inflation. Damage to the distal tip of the balloon was observed. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient remained stable post-procedure.

Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, resistance was encountered during insertion, and the sheath was noted to be bent. The balloon was forcefully advanced, and rupture occurred within the sheath prior to inflation. Damage to the distal tip of the balloon was observed. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient remained stable post-procedure. It was further reported that the kinked sheath was a non-boston scientific device.